Event description:
It was reported that the pt no longer had access to sound with the device. In situ testing showed all electrode channels with status hi. An accident or trauma is unk.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient no longer had access to sound with the device. An accident or trauma is unknown. The patient has been re-implanted.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
According to the currently available information, damage to the active electrode, as it might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation at the explanted device is necessary. The patient will be reimplanted but a date for surgery is not yet known.

Event description:
The patient no longer had access to sound with the device. An accident or trauma is unknown.